Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer's blood glucose level. Customer had already loaded the cartridge at the time of the event, no additional troubleshooting could be completed by tandem technical support.